Event description:
The external pulse generator was returned due to multiple cracks in the casing. It subsequently tested out of specification during the manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis confirmed that the upper/lower cases were broken. The battery drawer, side bail covers, and ring cover were broken.